Event description:
Per the clinic, the patient developed scar tissue subsequent to surgery to treat an acoustic neuroma resulting in the decision to explant the device. The device was explanted on (B)(6), 2010. There are no plans to reimplant the patient as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)